Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempt to interrogate the patient's implanted device, the programmer displayed an error code upon being powered on. A reboot was performed, but the programmer was unable to complete the boot process, instead becoming frozen on the manufacturer logo screen. An alternative programmer was used to interrogate the patient's device. Later, after troubleshooting steps were taken which included an additional reboot, the present programmer was able to interrogate a new, unopened device without issue, and so remains in use. No patient complications have been reported as a result of this event.